Manufacturer narrative:
Product analysis #(B)(4): (B)(6) 2023 14:19:37 cdt webmremotews sfdcmnav product analysis task update: tested by date: 2023-08-24 findings and conclusions: the returned curved suction is visibly bent. The suction was nor recognized when attached to a known good tracker and would not verify. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the 70 degree and 90 degree suctions were not able to verify due to deformation damage. There was no impact on patient outcome.